Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that the rotation of the cardiohelp was not stable. The failure occurred during priming. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. No spare part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The root cause is that the customer was not unclamping the tubing circuit while the pump was running. According to the instructions for use for the cardiohelp-I (chapter 2.2.4 general precautionary measures during use) the tube should not bend or clamped while the pump is running to avoid damage to blood and cavitation. Furthermore in chapter 4.11.2 ¿activating lpm/rpm mode¿ is stated to not clamp the tube in lpm mode. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2017 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-03-20. Based on the results the reported failure "rotation not stable as tubing was clamped" was not related to a cardiohelp device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.